Event description:
The customer reported the sys locked up when trying to transmit images. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc representative performed an over the phone investigation. The sys was rebooted during the svc call. The sys was tested and found to be working as intended and put back into svc.